Event description:
Boston scientific received information that approximately ten days post implant, this right ventricular lead exhibited noise with oversensing. The sensitivity was changed from 3.5mv to 6mv on (B)(6) 2011 and the mv sensor was programmed off. According to an intracardiac ECG, the noise had disappeared. However, noise with little movement was observed. An intermittent lead fracture or connection issue was suspected. A revision procedure was performed. The device was removed from the pocket and when the lead was pulled before loosening the setscrew, it was found to be fixed perfectly and a connection issue was not observed. No anomalies were observed with the pacing system analyzer (psa) and visual inspection. As it was unable to confirm the root cause, the decision was made to remove and replace the competitor device and right ventricular lead. The explanted lead was returned for analysis. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a through evaluation of the lead was performed. The proximal segment of lead was returned, severed 87 mm from the terminal pin. Dried body fluid was noted throughout the lead lumen. Electrical testing was performed, confirming the lead segment was electrically continuous. Laboratory testing was unable to reproduce the reported clinical observations of noise and oversensing, and detailed analysis of the lead segment did not reveal any abnormalities.